Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site confirmed psm issue and replaced the patient side manipulator (psm) due to movement issue. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The psm was analyzed and found to have error 23008 on axis 2. The complaint was confirmed based on the field evaluation/failure analysis.

Event description:
It was reported during a da vinci-assisted pulmonary lobectomy procedure patient side manipulator 3 (psm) could not be used when the clutch button was pressed. The customer explained there was an error 23003 and the customer was advised to power cycle the system. The issue persisted after the system powered and the site proceeded with the case as planned to use three arms. There was no reported patient injury. Intuitive surgical, inc. (Isi) completed follow-up and obtained the following: the alleged issue occurred during the procedure. The operating room (or) staff checked system functionality at the start and the system initially powered on without errors. Troubleshooting was performed to address the issue and the arm was disabled. The procedure was completed robotically with no reported patient injury.